Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Block h11: (additional information). Blocks b5, e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address 1, initial reporter address 2, initial reporter city, and initial reporter phone), e2 (health professional?), e3 (occupation) have been updated based on the additional information received on may 23, 2025.

Event description:
It was reported to boston scientific corporation that a captivator snare was used to remove intestinal polyps during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the snare could not be energized and could not be used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information was received on may 23, 2025. The snare was used in the descending colon to remove a 13 mm flat polyp during an endoscopic mucosal resection (emr) procedure. The snare was securely attached to active cord and there were no problems noted with the cautery pin. No attempts were made to cold cut the polyp.

Event description:
It was reported to boston scientific corporation that a captivator snare was used to remove intestinal polyps during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the snare could not be energized and could not be used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6) hospital. Address: (B)(6). Phone: (B)(6). Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.